Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). There is no sample available, but we received two pictures of a discofix c-3 weiss 2ver ms. The pictures show that there is blood between the handle and the body. The root cause for the defect as complained cannot be conclusively clarified based on the photos. A damage on the product cannot be detected on the photos. Because of missing batch identification, a review of the manufacturing documentation is not possible. As the batch affected is unknown, the internal oos (out of specifications) were checked retroactively up to 2020. There are no deviations related to leakages. We have no hint of a manufacturing problem. Due to the missing information regarding batch number, date of manufacture and missing sample, it is not possible to conduct further analyses. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in new zealand: "blood leakage." Description of event: "over the past 36 hours 27b has had 3 issues with 3 way taps (braun, discofix c, (B)(4) ), and I have just seen another datix within the past week with a similar issue. We found puddles of blood in the children's beds and on inspection blood has tracked back up the line towards the three-way tap (despite ivf running) and seems to have collected in the three-way tap before leaking out. It pools under the tap 'levers' at the top and also leaks out from the bottom. 2x of these occasions have been from chemotherapy lines, thankfully when no chemotherapy was running, so I thought it may be due to the new 'spiros' attachment we use as part of our closed systems. However, the datix I just saw (B)(4) it was from a line that had no spiros attached so it must be an issue with the three-way tap."